Event description:
On 2026-apr-17 information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they were implanted a week ago today and it is not working and needs to be adjusted. They went back the clinic and they helped them back an adjustment but the therapy is still not working. They were just about to have a procedure so they would call back after procedure for help turning therapy back on and adjusting it. On 2026-apr-29 additional information was received from the patient. They reported that the therapy was not working. They were having major problems wetting their pants every night and it was worse than it was before. The trial worked. The issue had been going on since the day of implant. Walked caller through checking their settings. Patient was on program 2 at 0.1 ma. The patient said that it was weird the other day they got it to one point something on program 2. It didn't keep the setting for some reason. Patient increased the stimulation to 1.5 ma and said they could feel it faintly. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation was comfortable. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.